Event description:
It was reported that during use with a bd insulin syringe with the bd ultra-fine¿ needle the hub separated from device and 2 syringes leaked. The following information was provided by the initial reporter: it was reported that needle hub separates when attempting to remove orange needle shield. Two syringes have leaked within the needle hub with air/medication infiltration inside the sealed plastic.

Manufacturer narrative:
H.6. Investigation: customer returned (21) loose 3/10cc, 8mm syringes. Customer states that the needle hub separates when attempting to remove orange needle shield, syringes have leaked within the needle hub with air/medication infiltration inside the sealed plastic, and some syringes are not fully seated where the barrel meets the permanently attached low dead-space needle. Two syringes were received with reddish material inside the barrel and hub. Ten out of 21 samples were returned with the hub-needle/shield assembly separated from the barrel, which could lead to leakage if they were not originally assembled properly on the barrel. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There was one notification [200869089] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd insulin syringe with the bd ultra-fine¿ needle the hub separated from device and 2 syringes leaked. The following information was provided by the initial reporter: it was reported that needle hub separates when attempting to remove orange needle shield. Two syringes have leaked within the needle hub with air/medication infiltration inside the sealed plastic.